Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2020. D4: batch # u5ax0h. Investigation summary the analysis results that one plee60a device was returned with no visual non-conformances and with a gst60g reload present. The reload was received broken and fully fired, in addition the reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that the damaged in the reload was due to an improper handling of the reload. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastric sleeve, the device could only be fired once and while removing the magazine, the reload broke. An additional device was opened and the operation ended with no influence on surgery or patient safety. According to the customer, it is not entirely clear whether the damage occurred during the release process or when the magazine was removed.